Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced the eye infections, red eye, dropping eyes and glares. The current regime of medication was helping but consumer was told that vision for reading and computer work may need glasses. Additional information was received stating the consumer feels like she has cataracts again and her near vision for reading appears to be worse than before surgery.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Previously submitted patient codes 4581 - appropriate clinical signs, symptoms, conditions term / code not available, submitted in error. The manufacturer internal reference number is: (B)(4).